Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while administering medication, the bd alaris¿ smartsite¿ low sorbing set tubing separated from the connector piece and caused leakage. The following information was provided by the initial reporter: during administration of a drug, the tubing became disconnected from the connector piece causing a spill.. Adverse event? Not that I am aware of, but the patient did receive a lower than anticipated dose due to the spill. This was also an investigational drug being used as part of a clinical trial.

Event description:
It was reported that while administering medication, the bd alaris¿ smartsite¿ low sorbing set tubing separated from the connector piece and caused leakage. The following information was provided by the initial reporter: "during administration of a drug, the tubing became disconnected from the connector piece causing a spill... Adverse event? Not that I am aware of, but the patient did receive a lower than anticipated dose due to the spill. This was also an investigational drug being used as part of a clinical trial"

Manufacturer narrative:
H6: investigation summary no product ( mat # 10013902) was returned by the customer. Photo representation was provided for the investigation by customer. It was reported by the customer "during administration of a drug, the tubing became disconnected from the connector piece causing a spill". The photos could verify the complaint. The root cause cannot be determined without the physical sample for investigation. A device history record review for model 10013902 and lot number 22069109 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. The root cause of this complaint could be unknown as no sample received.